Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, performed electrical circuit checks, evaluated the power supply circuit of the angiography system and found a failure within the power distribution unit (pdu). To resolve the issue, the fse replaced the pdu fan tray, dc power supply (dcps), and the blown fuses. The defective part was sent for analysis, for pdu failure was observed and the failure was found to be defective power supply unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.